Event description:
It was reported that the pump software was intermittently suspending insulin delivery inappropriately. Additionally, the touchscreen display had "a line across the screen." Customer's blood glucose ranged from 162-163 mg/dl. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.